Manufacturer narrative:
Batch review performed on 26-may-2021: lot 1907832: (B)(4) items manufactured and released on 08-jan-2020. Expiration date: 2024-12-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs director: less than one year after primary cemented tka the tibial plateau gets loose and needs replacement. At revision surgery, it is found that the outcome f the cementation was poor and the metal component was not properly held in place. Causes for cement failure may be different, ranging from cementation timing or technique to temperature problems in the storage of the cement or temperature of the metal components at the time of cement application. No conclusion can be drawn with the information at hand, but we see no reason to suspect a defective device.

Event description:
Revision surgery performed 11 months after the primary surgery due to knee instability, the tibial baseplate was mobilized. No cement was present on the implant.